Event description:
Our customer has reported via product manager spine that the reference was implanted past (B) (6) (spondylolisthesis surgery). One week (approx) later, the patient alleged pain (she already was at hospital). X-ray was requested by the surgeon. It showed that one of the screws has moved into spine canal. On (B) (6) approx, the patient was operated. During the surgery, the head of the screw was next to the bar, separated of the screw body.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.